Event description:
It was reported during the implant procedure that the right atrial (ra) lead was very difficult to maneuver through the patient's anatomy and became lodged in a vein. Considerable force was required to extract the lead. The ra lead was not used and another ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the lead inserts fully into introducer with no anomalies or resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the lead inserts fully into the introducer with no anomalies or resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.